Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient experienced high blood glucose level of approximately 700 mg/dl due to a kinked cannula which she tried to teat with a bolus via the pump and multiple daily injection. Reportedly, the suspected cause of the high blood glucose level was bad sites, as five were changed prior to the hospital visit. The infusion set had been used for a couple of hours. Consequently, on (B)(6) 2021, she was taken to the emergency room, where she stayed for less than one day. She had high ketones, which her health care professional assessed as dangerous/life threatening. During hospitalization, she was administered fluids of saline, insulin, and an unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.